Event description:
During a programming session communication issues between the implant and the external equipment were observed. An advanced bionics representative performed device evaluation and the problem was confirmed. Explant surgery has been recommended.